Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: two devices had the same issue during case. The customer is returning a third device that had the same lot # but was not used in the case the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the proximal portion of the clip did not close completely. There were no patient consequences. Case completed with an el5ml device.